Manufacturer narrative:
The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
It was reported by the field clinical specialist (fcs), that during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 ultra resilia valve, the balloon ruptured during valve deployment, at full inflation with nominal volume due to sharp leaflet calcium. Post dilation was not required, and the commander delivery system was successfully removed from the patient without any issues and there was no harm to the patient.